Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture (B)(6) in an approximately (B)(6) patient coincident with dianeal pd4 ultrabag 1.5%, dianeal pd4 ultrabag 2.5% and extraneal viaflex therapy. In (B)(6) 2009, the patient started treatment with dianeal pd4 ultrabag 1.5%, 1.5l, dianeal pd4 ultrabag 2.5%, 1.5l , and extraneal viaflex, 2l (lot numbers and frequencies were not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unknown date in 2011, the patient experienced peritonitis with (B)(6). The cause of the peritonitis was unknown. On an unreported date, the patient transferred to hemodialysis and the dianeal and extraneal therapies were withdrawn. It was unknown whether the peritonitis resolved. No concomitant medications were reported. The nurse believed that the events of the bacterial and fungal peritonitis were not related to dianeal therapy.